Event description:
Absorbatack used to fixate tissue to mesh. Absorbatack incised through the mesh. It was found that the rotation device was not recessed and thus created punctures in the mesh. Mesh was removed by the surgeon and replaced.